Event description:
Pt reported replacement surgery was performed due to an alleged port leak. The event was first noticed when the pt experienced less restriction and less weight loss. Pt added that during fill adjustments, there was less fluid in the band than the notes indicated. Exploratory surgery was conducted and the surgeon found the port was "ripped or torn apart".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."